Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a two-piece nxt connector is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector, one 4 fr single lumen groshong clearvue catheter, and one stiffening stylet with an attached flushing hub were returned for evaluation. An initial visual observation showed no blood residue on the returned samples. The connector pieces were returned assembled; however, the catheter was not attached to the connector. A microscopic observation revealed no gap between the locking arms of the proximal connector piece and the distal connector piece. An attempt was made to disassemble the two connector pieces and they were found to be able to be pulled apart by hand. Once the connector was disassembled, and the cannula of the proximal connector piece was found to be bent at its base. No excessive damage or deformation was observed on the proximal connector piece under microscopic observation around the location of the bend in the cannula. The distal connector piece was bisected longitudinally, and the compression sleeve was observed to be advanced. No catheter segments were found within the connector, and no damage or defect was observed within the distal connector piece. The bend in the cannula of the proximal connector piece could have potentially made assembly of the connector pieces difficult. However, the root cause of this bend in the cannula of the proximal connector piece is unknown. Possible causes include damage during handling, storage, or use. A lot history review (lhr) of refv2000 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to pass through the oversleeve when trying the sample. There was no reported patient involvement. (B)(6) 2022 - it was found that the two connector pieces of the returned sample were able to be pulled apart by hand. Once the connector was disassembled, the cannula of the proximal connector piece was found to be bent at its base.